Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Concomitant: 5076-52 implantable pacing lead 2006-(B)(6); 4194-88 implantable pacing lead 2006-(B)(6), (B)(4).

Event description:
It was reported that there may be early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.